Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient's blood glucose levels rose to over 17 mmol/l (306 mg/dl) while wearing the pod between 1 and 4 hours. The pod cannula retracted, indicating a needle mechanism failure. The cannula was not visible when the pod was removed but the pod pink slide moved forward. The pod was discarded.